Event description:
A (B)(6) hospital reported a product malfunction for a b105 warming blanket. At the beginning of the procedure and prior to positioning the surgical drape, they reported detecting smoke and a burning smell. Staff immediately removed the warming blanket, and reported there was no pt injury. The device was received for eval on 01/19/2015.

Manufacturer narrative:
The returned warming blanket was received 01/19/2015 and evaluated to current specs. Observations included heater fabric with signs of abrasion and extreme wrinkling of the buss. As a result, the silver conductive thread that connects the buss to the heater fabric was no longer making good contact. This caused localized heating and damage of the heater fabric, preventing electrical conductivity, and caused adjacent areas to carry more current. This situation created small and localized overheated area along the edge of the blanket. Including this event, there have been (B)(4) similar events reported worldwide since 2007. We will continue to monitor customer experience/product quality through our post market surveillance program.